Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received stating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014 due to lead discontinuity. Prior to surgery, the patient device was showed high impedance (impedance value >= 10,000 ohms). The explanted generator and lead have not been returned to date. Patient manipulation or trauma is not believed to have caused or contributed to the high impedance. X-rays dated (B)(6) 2014 were provided to the manufacturer for further review. The placement of the generator could not be assessed with the images provided. The filter feed-through wires appear to be intact. The lead connector pin appears fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. Part of the lead was behind the generator and could not be assessed. A gross lead fracture was identified in the portion of the lead below the positive electrode. Based on the images provided, the cause of the high lead impedance is likely due to the gross lead fracture identified below the positive electrode. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(4) 2012.